Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. When sewing the myometrium of uterus, the suture pulled off the needle during the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.